Event description:
It was reported that the device was used during a lobectomy. It was reported by the rep that the surgeon placed the tlv30 on the pulmonary artery and fired the stapler. He released the instrument before cutting in order to place a clamp on the specimen side of the artery. He then noticed there were no staples on the artery. He stated there were no staples in the instrument. Unfortunately, the orperating room did not save the tlv30 stapler. There was no consequence to the pt.